Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display screen illuminated to normal contrast. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a cracked cartridge compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The keypad was found to be torn around the up arrow keypad buttons; the keypad buttons were responsive to user input. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Also unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/18/2013.